Event description:
Journal reference: lind g, schechtmann g, lind c, winter j. Meyerson ba, linderoth, b. Subthalamic stimulation for essential tremor. Short-and long-term results and critical target area. Sterotact funct neurosurg. 2008;86(4):253-258. In order to explore the usefulness and long-term results of subthalamic nucleus (stn) stimulation for the treatment of essential tremor (et), we evaluated 3 groups of patients undergoing deep brain stimulation (dbs) for et. Group 1 consisted of 3 patients who 9 years a go at intra-operative testing had good tremor reduction from stn stimulation. The second consisted of 10 patients treated with dbs in the ventral intermediate (vim) nucleus of the thalamus. The third group comprised 9 patients subjected to stn stimulation for et with 1-3 years of follow-up. Reportable event: group 2. One patient had the implant removed due to anxiety neurosis. See mfg report 2182207200805821.